Event description:
Customer complaints blood leak during treatment. This is the second complaint of two complaints. The first complaint was report #9611369-2007-00381. We handle this complaint as a "serious injury" complaint, because the blood loss together of the two complaints is in total 568 ml (blood lines each 161 ml blood and the dialyzers each 123 ml blood). Medical intervention was not necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. Further info are expected for this event as soon as the samples arrives and the investigation begins. The root cause of this event cannot be determined yet.